Event description:
Boston scientific crm received information that the patient implanted with this device had pain and swelling of the pocket. A pneumothorax was reported.

Manufacturer narrative:
The pneumothorax was drained and the device was reprogrammed. No further adverse patient effects were reported.